Manufacturer narrative:
(B)(4).

Event description:
The patient had a return of symptoms. They were seen in clinic. The pump had a volume discrepancy. The expected reservoir volume was much less than 40 mls. The actual volume was 40 mls. Additional troubleshooting was planned. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.